Manufacturer narrative:
(B)(4). The sample was not returned therefore complaint cannot be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. From the data within the complaint information, the root cause was not able to be determined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
This report is the result of a customer contacting baxter. The customer reported 1 unit of 8mm blood lines set had filled with air. There was no patient injury or medical intervention reported for this event.